Event description:
The customer reported that the insulin gauge on the pump displayed an amount different than expected, specifically a fill estimate issue where the pump showed 120 units instead of the expected 260 units. There was no adverse impact to the customer's blood glucose level. Technical support educated the customer about the accuracy of the displayed readings and guided them through procedures to correct the issue, including disconnecting and delivering a bolus, removing air from the cartridge, and filling and loading a new cartridge. The customer was also advised against overfilling the cartridge and understood the instructions. The customer agreed to monitor the situation and follow up if necessary.